Manufacturer narrative:
(B)(4). As the transfer was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the connection of the y-set and transfer set would spin and not lock into place. The event occurred during use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.